Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, d.9, h.3, h.6, device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Crease/folding of implant: not observed creases on the device. Additional observations: red biological tissue observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Later, healthcare professional reported "folds" and "hematoma". Device was explanted.

Event description:
Patient reported a right side capsular contracture baker grade unknown via ultrasound and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.